Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue, however the clip would not release from the catheter to deploy. After manipulation, the clip successfully released from the catheter. The procedure was completed at this time without the need of another clip. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be have ¿no problem for the patient.¿

Manufacturer narrative:
A visual examination of the returned device noted that the clip was fully deployed and not returned. The control wire was separated per design. The yoke was detached from the control wire and was stuck in the bushing. A kink was noticed in the control wire and the coil. Based on the condition of the returned device, the reported failure could not be confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported issue of clip difficult to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue, however the clip would not release from the catheter to deploy. After manipulation, the clip successfully released from the catheter. The procedure was completed at this time without the need of another clip. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be have ¿no problem for the patient.¿